Event description:
Patient was revised on (B)(6) 2021 due to infection, approximately 1 month after the first surgery. The surgeon explanted centered glenosphere and humeral cup ø40+3. The surgeon implanted humeral cup ø40+6 and centered glenosphere.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.